Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. 893010) for female sterilisation. Product or product use issues identified: medical device monitoring error ("essure implant and endometrial ablation done on same day"). The patient had a medical history of pelvic pain, itching, bloating, parity 4, gravida ii, discomfort, endometrial ablation, perimenopause, recurrent abortion and endometriosis. Previously administered products included: mirena. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 1186 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (aparoscopy, bilateral salpingectomy, removal of essure implanted device). The reporter considered medical device removal to be related to essure administration. The reporter commented: trailing coil 4. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: indication: essure device. Dacument tubal occlusion. Impression: satisfactory position of essure devices with bilateral tubal occlusion [pathology test] on (B)(6) 2015: final diagnosis: fallopian tube segments (bilateral), resection: two histologically unremarkable appearing segments of fallopian tube not designated at to side of origin. Specimens submitted as: bilateral fallopian tubes gross examination: both tubes appear to include one fimbriated end. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. 893010) for female sterilisation. Product or product use issues identified: medical device monitoring error ("essure impland and endometrial ablation done on same day"). The patient had a medical history of pelvic pain, itching, bloating, parity 4, gravida ii, discomfort, endometrial ablation, perimenopause, recurrent abortion and endometriosis. Previously administered products included: mirena. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 1186 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopy, bilateral salpingectomy, removal of essure implanted device). The reporter considered medical device removal to be related to essure administration. The reporter commented: trailing coil 4. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: ndication: essure device. Dacument tubal occlusion. Impression: satisfactory position of essure devices with bilateral tubal occlusion [pathology test] on (B)(6) 2015: final diagnosis: fallopian tube segments (bilateral), resection: two histologically unremarkable appearing segments of fallopian tube not designated at to side of origin. Specimens submitted as: bilateral fallopian tubes gross examination: both tubes appear to include one fimbriated end. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.